Event description:
A female pt underwent a percutaneous transluminal angioplasty (pta) in 2008. The procedure was performed via a 7f procedural sheath from the left common femoral artery (cfa) and peri-procedural heparin was administered. At the end of the endovascular procedure, the act level was 266 seconds and the blood pressure was 153/76. A trained operator prepped and used a mynx vascular closure device per the instructions for use to achieve access site hemostasis. During the mynx deployment, there was oozing noted from the access site although it was reported that upon the completed deployment, the access site was soft and dry, without further oozing noted. While in recovery a small hematoma developed (exact size not reported), which was successfully treated with manual compression and placement of a femo-stop. The access site appeared stable following the add'l hold time (however it is not known if hemostasis was confirmed via doppler) and the pt was discharged (date unk). Two days post discharge, the pt developed a 6 cm x 2 cm hematoma and a drop in hemoglobin requiring a transfusion with 2 units of packed red blood cells. The pt was discharged the same day without further complication. No add'l info is available and no further clinical sequelae have been reported.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform a lot history review. Based on info provided and the investigation performed, the root cause of the reported incident is unk. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per IFU. Hematoma is a known complication with catheterization procedures, regardless of closure device use. It may also occur with manual compression.